Event description:
It was reported that when the surgeon tried to replace the screw once inserted, the driver was damaged while removing the screw.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the tip of the returned cannulated screwdriver is indeed completely broken off. The breakage surface also indicates towards a ductile breakage due to overloading. Slight plastic deformation is also evident. A long abrupt feature around the tip also indicates towards a possible bending load application, in an attempt to explant the stuck screw, leading to breakage in such an abrupt manner. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to be user related. The breakage was caused due to a combination of torsional and bending overload applied on the screwdriver during explantation. Actions to improve the torque to failure in this catalog screwdriver have already been taken, but under such forced usage, a cannulated device is expected to break. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that when the surgeon tried to replace the screw once inserted, the driver was damaged while removing the screw.